Manufacturer narrative:
An error in the transmission of this follow up was discovered. The correct analysis results are now attached. An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
Boston scientific provided the following information: it was reported that the device was explanted due to code 1007 discovered in an outpatient clinic and the infection was discovered upon opening the pocket. A gen change was scheduled. Additional information indicates that the device exhibited the code 1007 while being interrogated in the clinic setting. During the generator change, there was a significant infection discovered surrounding the device. The infection was previously reported through asr.